Manufacturer narrative:
Patient experienced dislocation, and during relocation the femur was fractured. Patient was transferred from a rural area to another hospital to receive further treatment. The date of further reintervention regarding the fractured femur was unable to be obtained as the surgeon this patient was transferred to the care of was unable to be confirmed. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. The patient suffered from multiple comorbidities that limited the ops pre-operative planning provided to the primary surgery, and was determined to be a difficult primary and an asa rating of iii (severe systematic disease). A root cause investigation was conducted into this event. All operations in the processing of the pre-operative planning were confirmed to have been completed according to work instructions and the products provided to the surgery were confirmed to be manufactured to specification. There was insufficient information to determine if the use of ops technology was involved in this revision event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient experienced dislocation, and during relocation the femur was fractured. Patient was transferred from a rural area to another hospital to receive further treatment. The date of further reintervention regarding the fractured femur was unable to be obtained as the surgeon this patient was transferred to the care of was unable to be confirmed. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. The patient suffered from multiple comorbidities that limited the ops pre-operative planning provided to the primary surgery, and was determined to be a difficult primary and an asa rating of iii (severe systematic disease). A root cause investigation was conducted into this event. All operations in the processing of the pre-operative planning were confirmed to have been completed according to work instructions and the products provided to the surgery were confirmed to be manufactured to specification. There was insufficient information to determine if the use of ops technology was involved in this revision event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
Patient experienced dislocation, and during relocation the femur was fractured. Patient was transferred from a rural area to another hospital to receive further treatment. The date of further reintervention regarding the fractured femur was unable to be obtained as the surgeon this patient was transferred to the care of was unable to be confirmed. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. The patient suffered from multiple comorbidities that limited the ops pre-operative planning provided to the primary surgery, and was determined to be a difficult primary and an asa rating of iii (severe systematic disease). This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient experienced dislocation, and during relocation the femur was fractured. Patient was transferred from a rural area to another hospital to receive further treatment. The date of further reintervention regarding the fractured femur was unable to be obtained as the surgeon this patient was transferred to the care of was unable to be confirmed. Patient received the use of the ops plan (k183038), patient specific acetabular guide (k152893), patient specific femoral guide (k181061), and dha report in the primary surgery. The dynamic hip analysis (dha) report is not available on the us market, however the similar product functional hip analysis (fha) report (k152893) is available on the us market. The patient suffered from multiple comorbidities that limited the ops pre-operative planning provided to the primary surgery, and was determined to be a difficult primary and an asa rating of iii (severe systematic disease). This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.